Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer¿s father reported a possible under delivery. The customer had no symptoms. The customer's father reported that the nurse gave manual injection to treat the high blood glucose. The customer¿s father did troubleshoot the issue. The customer¿s father states with the new insulin infusion set and vial the blood glucose level was 70 mg/dl. The blood glucose level dropped to 60 mg/dl in less than two hours. The customer's blood glucose level was 206 mg/dl at the time of call. The insulin pump will not be returned for analysis.